Manufacturer narrative:
Correction: b5 updated to include the pocket stimulation which was already coded as "discomfort" and "therapy delivered to incorrect body area" in the initial report.

Event description:
It was reported that the patient experience pocket stimulation. It was noted that the pacemaker went into backup vvi mode. The device was restored out of backup vvi mode, parameters and product details were entered but the device eventually went back to backup vvi mode when finishing programming. The cause of the backup vvi was thought to be rapid battery depletion as the battery died and the device could not be interrogated prior to a replacement procedure. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery and inability to interrogate were confirmed. The reported event of device in backup mode was not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the pacemaker went into backup vvi mode. The device was restored out of backup vvi mode, parameters and product details were entered but the device eventually went back to backup vvi mode when finishing programming. The cause of the backup vvi was thought to be rapid battery depletion as the battery died and the device could not be interrogated prior to a replacement procedure. The pacemaker was explanted and replaced. The patient was stable.